Event description:
Procedure type: lap chole, patient gender: unknown. According to the reporter: balloon exploded during the surgery and pieces fell into surgical cavity. The surgeon retrieved the pieces, however, is unsure if all pieces were retrieved. A new instrument was used to complete the procedure. No patient injury was reported.